Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in (B) (6) 2009, the pt began feeling pain, some irritation/itching and experiencing a clicking noise at the implant zone while using her implant. Now she feels pain, itching and experiences the clicking noise also when she is not using her device. She was also feeling pain during testing.